Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 that describes the occurrence of pregnancy (device ineffective) in a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted for sterilization. Essure (fallopian tube occlusion insert) was inserted on (B)(6) 2012. The hsg (hysterosalpingography) was performed on (B)(6) 2012 and showed no bilateral spillage. The patient had a positive pregnancy test on (B)(6) 2013. No information was available about the delivery. No causality assessment was provided by the reporter. Follow-up information was received on 04-sep-2014. Case upgraded to incident due to surgery. Patient's weight and height were provided. Concomitant condition included overweight (B)(6). She denied any previous gynecological interventions, gynecological problems or procedures, relevant medical history or concurrent conditions. She has 02 pregnancies and 02 live births. Abortion, spontaneous abortions, elective abortions, therapeutic abortions and ectopic pregnancies were denied. On (B)(6) 2012, essure lot number 871972 was easily implanted. She was 6 weeks postpartum. Cervical dilatation, general analgesia and anesthesia were applied during insertion. Sounding was denied. The visualization of the tubal ostium was easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. On (B)(6) 2012, hsg was performed and showed bilateral tubal essure devices; no spillage. On (B)(6) 2013, urine pregnancy test confirmed pregnancy. On (B)(6) 2013, an ultrasound was performed and showed that she was 6 weeks 2 days pregnant. Lmp (last menstrual period) was on (B)(6) 2013. There were no complications at the time of this report. Expected date of delivery was (B)(6) 2014. On unspecified date, she delivered a live birth. Delivery type was vaginal. Gestational age (B)(6) and apgar scores 9/9. There were no complications during pregnancy and/or delivery. On (B)(6) 2014, CT scan was performed and bilateral coils were seen with left device along anterior fundal myometrium, lodged in uterine tissue. On (B)(6) 2014, laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy was performed to remove essure. The patient recovered from the essure removal procedure and patient's symptoms/pain resolved after surgery. It was unknown whether the condition was caused by the essure devices. Patient was doing well at the time of this report. No further information was provided. Follow-up received on 12-sep-2014: the reporter confirmed the patient's full name and also confirmed the delivery date: (B)(6) 2014. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy, device ineffective and left device along anterior fundal myometrium, lodged in uterine tissue. All the events are listed in the reference safety information for essure and were considered non-serious except for left device along anterior fundal myometrium, lodged in uterine tissue which is serious due to medical importance. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion and the micro-insert can embedded in the myometrium. In this particular case, essure was inserted, hysterosalpingography was performed on and showed no bilateral spillage. After this the patient had a positive pregnancy test, during the pregnancy and delivery no complication was noted and the outcome was health live birth. After the delivery a CT scan was performed and bilateral coils were seen with left device along anterior fundal myometrium, lodged in uterine tissue. Due to this the micro insert was removed by laparoscopic assisted vaginal hysterectomy. Thus, this case was regarded as incident. Based on information available and in the lack of alternative explanation, the events were considered related to essure. A product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 29-sep-2014: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in dr-3020, design fmea for ess305. Medical assessment: this ptc was initiated due to a lack of efficacy. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". 2 further ae case reports have been received to date in relation to batch no. 871972, but none of those cases refer also to a similar lack of efficacy type of event. No batch signal could be identified. The reported adverse events are known possible undesirable events and not indicative of a quality defect per se. Contraceptive failure may occur under the use of any contraceptive. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pregnancy, device ineffective and left device along anterior fundal myometrium, lodged in uterine tissue. All the events are listed in the reference safety information for essure and were considered non-serious except for left device along anterior fundal myometrium,lodged in uterine tissue which is serious due to medical importance. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. The failure rate may be increased due to patient non-compliance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion and the micro-insert can embedded in the myometrium. In this particular case, essure was inserted, hysterosalpingography was performed on and showed no bilateral spillage. After this the patient had a positive pregnancy test, during the pregnancy and delivery no complication was noted and the outcome was health live birth. After the delivery a CT scan was performed and bilateral coils were seen with left device along anterior fundal myometrium, lodged in uterine tissue. Due to this the micro insert was removed by laparoscopic assisted vaginal hysterectomy. Thus, this case was regarded as incident. Based on information available and in the lack of alternative explanation, the events were considered related to essure. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.